Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor displayed readings in the dexcom app but failed to pair with the ilet bionic pancreas, consistent with a device communication issue involving the cgm interface component. Symptoms included no reported adverse clinical effects and no changes in blood glucose status. Outcomes included no medical intervention, no alerts or alarms, and no impact on daily activities. Investigation included customer support troubleshooting, user education on switching between g6 and g7 settings, and reentry of the four-digit pairing code, with guidance that pairing could take up to thirty minutes. Investigation of this case revealed that the device was operational with the manufacturer¿s app and that pairing difficulty was localized to the interface with the ilet, suggesting a pairing or configuration issue. It was concluded that the event was non-serious, associated with device communication during setup, and mitigated through standard troubleshooting and education.